Event description:
It was reported that the monomer from the palacos r bone cement, did not open properly and contaminated the sterile portion of the product. Additional clinical follow up with the customer indicated that the peel pack paper left residual paper on the sterile portion of the vile bottle. Another package of palacos cement was opened to complete the procedure.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.